Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk sphere flex tibial insert size 5, 10 mm: code 02.12.0510fl / lot 133618 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the infection is highly likely not device related.